Manufacturer narrative:
A returned was issued and the product was evaluated upon receipt. The evaluation of this device was a horn malfunction. Should additional information become available, a supplemental record will be filed.

Event description:
Dealer is stating that the unit has a bad speaker (horn malfunction).